Event description:
It was reported that the bd alaris smartsite needle-free valve was unable to flush. The following information was provided by the initial reporter: unable to flush.

Manufacturer narrative:
H6: investigation summary: 86 unused and 2 used samples for smartsite needle free valve for model 2000e were returned for quality investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. For verification process the samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10 ml bd syringe to confirm an open fluid path and noticed that fluid was able to be flushed with even a slight push to the syringe. All 86 unused samples of smartsite extension set were successfully flushed but for 2 used sample one of them flushed successfully and another one was unable to flush, and issue replicated. As it was reported by customer that "unable to flush" could not be replicated on all 87 samples except for only one of the used (faulty) bd smartsite needle free valve issue was replicated. Also attempted to check the smartsite in microscope with any solvent in one of the faulty samples but didn't observe any solvent. A device history record review for model 2000e and lot number 22016380 was performed. The root cause of flow issues - fluid blockage- could not be definitively determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was unable to flush. The following information was provided by the initial reporter: unable to flush.